Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a dynamic compression plate (dcp) broke. It is unknown if the breakage occurred during a procedure or at some time postoperative. This report is for one (1) unknown dcp plate. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Event date: unknown. This report is for one (1) unknown dcp plate. Implant/explant date: unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Unknown, as specific part and lot numbers for the complainant plate were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.